Event description:
The pt's auditory performance was decreased overtime, for no apparent reason. E device malfunction is suspected and the pt's healthcare provider has recommended that pt cochlear implant be replaced. Explantation/reimplantation surgery has yet to be scheduled.